Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out externalized conductors were observed on the rv lead. Electrical testing did not show any anomalies. The lead remained implanted. The patient was enrolled in merlin.net and monitoring will continue.